Manufacturer narrative:
(B)(6).

Event description:
It was reported a failure to deploy t1 & t2 - trigger mechanism not releasing - especially on t2. No delay or patient injuries reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. This is related to a second complaint. The complaints stated: ¿it was reported a failure to deploy t1 & t2 - trigger mechanism not releasing - especially on t2.¿ product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Final product met predetermined specifications upon release to distribution.